Manufacturer narrative:
Block h6: problem code 4003 captures the reportable event of stent migration. Block h10: an ultraflex tracheobronchial delivery system and stylet were received for analysis; the stent was not returned. No damages were found in the device during visual examination. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The reported event of stent migration is noted within the dfu as potential adverse events associated with the use of this device. Additionally, cough and discomfort were caused by stent migration.therefore, the most probable cause is known inherent risk of device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on december 27, 2019 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a malignant stenosis in the weasand during a stenting procedure performed on (B)(6), 2019. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, 1 to 2 hours after stenting procedure, the patient experienced discomfort and was coughing severely. It was later confirmed under the scope that the stent migrated. The physician attempted to place the stent back to the stenosis by pulling on the suture using forceps; however, it failed. The stent was removed with forceps and another stent was implanted to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable and no additional intervention was done to address the patient's cough and discomfort.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 27, 2019 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a malignant stenosis in the weasand during a stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, 1 to 2 hours after stenting procedure, the patient experienced discomfort and was coughing severely. It was later confirmed under the scope that the stent migrated. The physician attempted to place the stent back to the stenosis by pulling on the suture using forceps; however, it failed. The stent was removed with forceps and another stent was implanted to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable and no additional intervention was done to address the patient's cough and discomfort.